Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall and hemiparesis were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 74-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient had been admitted to the hospital the previous day after falling onto concrete while using optune gio therapy. During admission, the patient presented with left-sided weakness, underwent MRI and CT scans, and had an unspecified surgical procedure. On (B)(6) 2025, the prescribing physician confirmed that the patient fell backward while using the device and sustained an occipital scalp laceration approximately 2.5 cm in size that was subsequently repaired. The physician noted the MRI findings during hospitalization revealed disease progression, and the patient underwent tumor resection. In the prescriber's opinion, the optune gio device did not contribute to the fall; rather, the fall was attributed to the patient's progressive left-sided weakness.